Event description:
A us distributor reported that a monitor will not power on stuck on splash screen.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on stuck on splash screen) was isolated to defective u100 and u101 ram chips on the ca board, causing fault. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. There was no adverse event that resulted from the damaged monitor.